Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821, ubd: unknown, UDI#: unknown. Work order completed: h3, h6) a manufacturer representative (rep) went to the site to test the navigation system. It was reported that there was no fault found. The system was performing as intended. Codes b01, c19 and d14 are applicable. A0908 and a23 are applicable to the "low accuracy" issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that there was low accuracy in the navigation system. There was no patient involved. Additional information was received. It was reported that the issue was not a software/hardware issue, and that it is believed to be user error. Additional information was received. It was reported that reference frame was suspected to have moved while checking, causing the "low accuracy" issue. It was further explained that the machine was checked and there was no fault found / not able to replicate the customer's reported issue. The local representative verified the accuracy by using the demo models and given case support to customer with the help of application team. Everything was working fine, and there was no accuracy issue that was noticed by the rep.